Event description:
It was reported that the patient experienced a defibrillation shock and presented to the hospital in 2009. The right atrial lead was oversensing. The lead had dislodged due to twiddler's syndrome. The lead was successfully repositioned four days later.